Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 28mm navitor valve was selected for implant. The valve was deployed in optimal position, slightly lower on the left coronary cusp than the non-coronary cusp; the physicians were happy with the position. However, the patient developed new onset heart block. There was not calcification extending beneath the aortic annular plane in the interventricular septum. The length of the membranous septum was unknown. The valve was implanted and temporary pacing wire was attempted to fix the patient's rhythm, however this was unsuccessful and the patient was implanted with a permanent pacemaker. The final implant depth of the navitor valve was 2mm ncc and 4-5mm lcc. The patient was reported to be in stable condition. No other adverse events were reported.

Manufacturer narrative:
It was reported that the patient developed onset heart block. A permanent pacemaker was implanted after the procedure and the patient was reported to be stable. Information from field indicated that the final implant depth was 2 mm at ncc. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.